Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngkn1921. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using in house syringe and upon inflation lumen to lumen leakage was present. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the day of placement, the foley catheter was inserted in the operation room and spontaneously dislodged after transfer to the ward. The leak section was unknown but likely the balloon.

Event description:
It was reported that on the day of placement, the foley catheter was inserted in the operation room and spontaneously dislodged after transfer to the ward. The leak section was unknown but likely the balloon.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the first photo sample shows the overview of the foley catheter attached to the inlet tubing. The second photo sample shows the zoomed in of the catheter balloon. The third photo shows the inflation valve cap with product information (pcn# 2758j14/lot# ngkn1921). The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive due to the inadequate sample condition. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. Initial reporter name: kyorin university suginami hospital, kyorin gakuen educational corporation. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the day of placement, the foley catheter was inserted in the operation room and spontaneously dislodged after transfer to the ward. The leak section was unknown but likely the balloon.